Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. Correction: the correct patient identifier is 4209650; not 3270517 as previously reported. Correction: the correct catalog number is 90432; not 93330 as previously reported. This report is filed december 3, 2013.